Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump won't go forward, it will only rewind. Customer stated that he had a no delivery alarm while trying to bolus. Customer changed the infusion set and reservoir. Customer stated that the insulin started squirting out and the customer removed the reservoir. Customer attempted to put pressure on the piston with a pencil to see if he could stop it from moving. Customer stated that the 3rd time he attempted to prime with a new set and reservoir, the insulin continued to shoot up. Customer's blood glucose was 284 mg/dl at the time of the incident. Customer stated that insulin is squirting out during the manual prime process. Customer found that the drive support cap was damaged. Customer reported that the drive support cap is flush. Customer reported that he used had used 1200 units of insulin while trying to prime today. Customer was advised that the pump will need to be replaced. Customer was advised to revert to a back-up plan.